Manufacturer narrative:
A ge svc rep performed an onsite investigation. The 12 ampere fuse was replaced. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not power up and there was a tripped input power fuse. No pt injury was reported.